Event description:
It was reported that a leakage at the filter was observed, where a very small hole was already present: a continuous beading drop. There is a hygiene risk and the risk of dermatological toxicity.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and PMA/510k are unknown, no information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Functional testing found the sample does not contain any leaks. The complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information: 22-jun-2022 = the customer confirmed no clinical consequence was observed and the solution involved during incident was = blinatumumab (blyncyto) solution for all incidents.